Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for follow-up and an alert for episodes of non-sustained rv oversensing were observed. Review of the session record revealed loss of capture. There were no adverse consequences to the patient. No intervention was performed; patient will be scheduled for a follow-up.